Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a signal artifact monitor (sam) episode. Provocative testing did not reveal any noise, however a high out of range shock impedance measurement of greater than 200 ohms was observed, which triggered the sam episode. The shock impedances have been trending upwards for some time and no changes were made to the system. The ICD remains in service and there were no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a signal artifact monitor (sam) episode. Provocative testing did not reveal any noise, however a high out of range shock impedance measurement of greater than 200 ohms was observed, which triggered the sam episode. The shock impedances have been trending upwards for some time and no changes were made to the system. The ICD remains in service and there were no adverse patient effects were reported. Additional information provided from the field indicated the shock impedance values were still high, so a commanded shock was successfully delivered to test the integrity of the system. All evidence indicates the ICD continues to remain in service and there were no additional adverse patient effects reported.